Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photos received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that during endometriosis surgery, where it was necessary to resect part of the colon and perform an anastomosis with the cdh circular stapler, while stapling the cdh 33 stapler (lot t40p8r expiration date 7/31/2024) did not work, locking during and making it impossible to finish the surgery, the surgeon resected the part that was stuck in the stapler, the surgery lasted longer than expected but they made a new stapling with a new stapler that worked normally, and thus they ended the surgery, there was no damage to the patient, who is doing well. Date of surgery (B)(6)2021.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2021. D4: batch # t5dd8a. Device analysis the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2021. Additional information received: according information received form sales rep, the correct alert date is 24, march, 2021. H11: corrected data = b4.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2021. Per photographic evaluation: this is an analysis of two videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first video shows a staple line on the tissue and the staples leg can be seen between the tissue. The second video shows a staple line on the tissue and some staple leg can be seen partially formed. It is possible that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Based on the videos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.